Manufacturer narrative:
The end user provided images of the affected set showing the tubing was disconnected from the needless injection site. The complaint was confirmed. The affected set was discarded and not returned for evaluation. Therefore, no investigation could be performed. The root cause couldn't be established.

Event description:
On (B)(6) 2022, zyno medical received a complaint from a user facility representative. It was reported that "we had an incident happen where the tubing completely broke off at the hub. Luckily, the patient noticed quickly and not much drug was leaked." A patient was involved but was not harmed or injured. The device operator was a registered nurse. The medication being infused was unknown. The contract manufacturer of the affected device is becton, dickinson and company.

Event description:
This is a follow-up for the initially filed MDR.